Manufacturer narrative:
(B)(4). The insulin pump was received with missing segments/partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to missing segments/partial display. Moisture damage on battery tube and motor assembly also noted during visual inspection.

Event description:
Customer reported via phone call that insulin pump had crack at battery compartment. Customer's blood glucose level was 155 mg/dl at the time of incident. Customer stated that their was no physical damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.